Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: july 1, 2021 device evaluation: the product was returned to the manufacturing site for evaluation. Visual evaluation was performed, and the following were the findings. There was viscoelastic trace residues observed at the cartridge tip only. Dcb00 device was in advance position. At the cartridge tip, it was observed a detached haptic stuck and override by the pushrod. The remaining part of the lens was not returned. The cartridge tip was deformed/damaged. Complaint issue reported as ¿uncontrolled delivery and delivery issue was not verified. However, the condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Production deficiency can¿t be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint was received from this production order. No patient involvement, no harm. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) pre injected outside the eye, however, the lens tip had contacted patient's left eye. However, there was no injury and no medical intervention was required. The procedure was completed using another lens of same model and diopter. The event was observed when inserting into the eye. No further information was available.